Event description:
The customer reported that while the iabp was in use on a patient during CPR, the iabp shut down and the screen was blank. The patient was switched to another iabp and therapy was continued. N patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related in the reported event. The company service representative noticed that ac power was being used and there was no alarm. She was unable to duplicate problem. The power supply voltage was found operational and battery is fully charged. No evidence could be detected to explain why event occurred. As precaution, the power supply was replaced to prevent future occurrences. Performed all functional tests to meet factory specifications. The pump was returned to the customer. The power supply replaced was received at the manufacturing facility in (B)(4) for evaluation. It was found that the fan blade was loose causing overheating. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).